Manufacturer narrative:
The report of damage to the driveline¿s outer silicone layer was confirmed through the submitted photograph. The center reported that rescue tape was applied. The submitted log files appeared to show the system operating as intended. The patient remains ongoing on vad support. The hmii lvas IFU contains information on damage due to wear and fatigue of the driveline in the patient care and management section. The hmii lvas patient handbook contains a section on ¿caring for the driveline. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 years and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that there was cosmetic damage to outer silicone jacket of the percutaneous lead. The patient did not notice any alarms and no adverse event occurred. The percutaneous lead was repaired with rescue tape. No further information was provided.